Event description:
It was reported that the event involved a male patient, postoperative coronary artery bypass (cab). The intra-aortic balloon (iab) was prepped per instruction and when the fiberoptix sensor (fos) slide was connected to the pump, the monitor displayed "connect fo sensor." The clinician removed the blue fos slide and found the connector was pushed back and would not meet the connection on the pump. As a result, the md used the transducer to monitor the patient.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the intra-aortic balloon was returned for evaluation. The pump tubing, guidewires & sheath were not returned. There was blood on all interior & exterior surfaces of iab & short tubing. Iab was bent approximately 15 cm above bifurcation approximately 1.7 cm. 19 cm & 27 cm from distal tip to iab. Sensor was properly seated in slide connector housing. Sensor was examined under magnification & minimal traces of residue on exterior surfaces were found. Sensor was cleaned, light level tested & failed indicating a broken fos fiber. Cal key was tested separately & passed. Fos fiber was examined under magnification & fiber was broken approximately 1.5 cm from distal tip of iab. Bladder was examined under magnification. There was a small hole in bladder caused by broken fos fiber that had penetrated bladder. Bladder was cut down approximately 5 cm from distal tip for further investigation. Fiber was confirmed broken approximately 1.3 cm from distal tip of iab at the glue tact point of the fiber & tip. The glue was minimal at the tack point. A DHR review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the dr & the reported complaint. A CAPA has been initiated to address fos difficulty issue.